Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was likely that the phenomenon had occurred due to a faulty generator board, and error e460 could be related to e433 from a technical point of view. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the generator exhibited error e433 and e460 codes as the high voltage power supply, generator, and relay board were defective. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.